Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burning skin irritation from the tightness of the lifevest. There was no alleged device malfunction contributing to the irritation. Patient reports that they are in the hospital. There is no indication that the lifevest caused the hospitalization. The patient's physician recommended removal of the lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.